Event description:
It was reported that the patient underwent an explant procedure where all devices were removed due to inadequate stimulation. It was noted that an xray was taken and found out that one of the electrodes was displaced. The bottom half of the paddle was frayed and there was one contact left behind and physician was unable to recover it.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 20417587.